Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to motor error alarm. Moisture damage found on lcd board. Unit had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 45 mg/dl the customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.